Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the black box revealed several premature ¿call service (cs) 177¿ warnings due to a not fully charged replace battery. During testing, the ¿ez-prime¿ steps were correctly performed; all currents draws were within specification. The pump¿s cover was removed; there were no intermittent conditions found to the power printed circuit board or to the continued glucose monitoring module. The reported, ¿short battery life¿ complaint, was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.